Event description:
The account stated that the celldyn 1800 analyzer generated an initial hemoglobin (hgb) result of 12.9 g/dl. The sample was repeated and a result of 7.9 g/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr replaced the hgb flow cell assembly. The fsr ran a precision and quality controls, which passed. The instrument was determined to be performing within specifications. The cell-dyn 1800 system operator's manual was reviewed and was found to contain adequate troubleshooting instructions for imprecise or inaccurate data. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.